Manufacturer narrative:
The insulin pump had a constant motor error alarm during rewind due to corroded home switch. Also, upon visual inspection the insulin pump had moisture damage on the force sensor resistor. Unable to perform self-test, unexpected restart error test, operating currents, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test due to motor error alarms. Unable to confirm prime or fill anomaly due to motor error alarms. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that insulin is squirting out of the insulin pump during prime. Customer stated that the piston continued to move forward after the reservoir contact and insulin squired out. Customer's blood glucose levels were not included in the report. Product is being replaced.